Event description:
Boston scientific received information that this device and right ventricular lead displayed noise on the pace/sense and shock channels. The noise was oversensed and led to pacing inhibition with greater than two seconds of asystole. Loss of ventricular capture was also observed. The patient reported experiencing pre-syncopal symptoms. The patient was brought in and underwent a lead revision procedure. The lead was explanted and replaced. The device remains in service.

Manufacturer narrative:
As of today, no additional information is available and at this time our investigation is complete. Should additional information become available, this report will be updated.